Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Isometric testing reproduced noise on both channels with pocket manipulation. It was also reported that the rv lead exhibited increase in thresholds. The ra lead remains in use. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with short v-v intervals and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that high ventricular intervals on the sensing integrity counter (sic) for the rv lead have reoccurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.